Event description:
Patient reported left side rupture and "hyperechoic appearance of the left axillary lymph node is nonspecific but can related to silicon uptake" and chronic inflammatory cell infiltrate including histiocytes, lymphocytes, plasma cells eosinophils and multinucleated giant cells associated with foreign body material. Device has been explanted.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported left side rupture and "hyperechoic appearance of the left axillary lymph node is nonspecific but can related to silicon uptake" via MRI. Device remains implanted.